Event description:
It was reported that during an unspecified surgical procedure, it was observed that the stapler with a reload did not fire farther after fired a little. Changed to another reload to continue the surgery but the stapler did not fire. Changed to a new reload to complete the surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4) date sent: 4/14/2026 d4: batch #unk. Additional information was requested, and the following was obtained: was the firing sequence started but not completed? Yes if yes: did the device deliver any staples? Yes if yes, were the staples formed properly? Unknown if yes, was the staple line complete? Unknown did the device cut? Yes if yes, was the cut line complete? Unknown was there any difficulty opening the device jaws? No a manufacturing record evaluation was performed for the finished #psee45a, with lot/batch #a98181, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.